Event description:
Rn was stocking gowns, and a box cutter type tool was found in between gowns within the sealed package of gowns. Rn with no injury. Supply was cardinal health isolation gowns (ref 2100pg) lot number 20krnna020.